Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿important information ¿ please read before use: warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during a therapeutic ¿echo endo punction¿ procedure. The procedure was completed with the same device. This concludes the additional information that was available from the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation no observations were found on the ultrasound transducer. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. As a result of this gap, the display of the ultrasound image was defective. Additionally, it was observed that there was a foggy image due to damage on the charge-coupled device unit. It was also observed that the scope connector cover had a crack. It was also observed that there was wear on the bending section cover. It was lastly observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope check the ultrasound transducer. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.